Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, an aortic valve replacement was performed for surgical treatment of calcified aortic stenosis and this 23 mm epic tissue valve was implanted. In the immediate post-operative period, aortic insufficiency was observed and the patient was placed back on bypass. One cusp was noted to be static and didn't close properly; therefore, the valve was explanted and a 21 mm regent mechanical valve was implanted. The patient was reported to be recovering.

Manufacturer narrative:
The results of this investigation indicated the 23 mm epic tissue valve met abbott specifications as supported by the valve's device history record and the analysis performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The cause of the reported event remains unknown.